Manufacturer narrative:
An event of perivalvular leakage was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information obtained from the "abstracting journal of japanese association for thoracic surgery", the cause of the reported incident could not be conclusively determined, however, information from the field indicated that "results of the cultures were negative and it was considered that there was a high possibility of autoimmune inflammatory disease".

Event description:
The following information was obtained from the abstracting journal of japanese association for thoracic surgery (ID# (B)(4)) a (B)(6) female required an emergency hospitalization due to massive wart in the left ventricular posterior papillary muscles in addition to grade IV aortic regurgitation and grade iii mitral regurgitation. During the procedure, abscess formation was observed in the posterior mitral valve annulus and left ventricular papillary muscle. Wart and abscess were not observed in the aortic annulus, so it was considered that the ar was due to prolapse of right coronary cusp. After the debridement of mitral annulus and papillary muscle abscess was performed, the mitral annulus was reinforced with autologous pericardial patch and the aortic valve was replaced with ats20 ap. In addition, mitral valve replacement was performed with a 29mm masters valve. Infective endocarditis was suspected due to the finding of abscess formation and antibiotics were administered for 1 month post procedure. One month after the implant, a pseudoaneurysm of the mitral valve posterior annulus was observed. The pseudoaneurysm gradually expanded and significant mitral paravalvular leakage was noted. In (B)(6) 2016 a re-do mvr was performed with a 27mm masters valve and left pseudoaneurysm surgical closure. The results of the cultures were negative and it was considered that there was a high possibility of autoimmune inflammatory disease. The patient is reported stable.